Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the provided videos, field service notes, and the device data logs for the reported surgeon console. Evaluation of the first video shows a person who is trying to rotate both the surgeon console hand controllers fully on either sides completely, but the right hand controller is having some issue and it's not rotating inwards (left side), but the left hand controller is rotating freely on both the sides. The second video shows the surgeon doing a procedure where the left hand controller is operating freely but it seems to be an issue with the right hand controller where it is not operating freely as the left one does. Review of the field service notes indicate that there was a request to check the input handles of the surgeon console on their rotation. There was no problem found during it's testing. The handles were able to rotate to the left and right the same amount starting from the home position. The possible reason could be that the rotation of the right input arm was already at surgeon's end. Evaluation of the device data logs indicate there were no error codes or diagnostics that exist to indicate when the input device reaches a physical rotation limit, preventing confirmation through log review. Evaluation of the surgeon console confirmed the reported condition. The root cause of this failure could not be determined. However, based on the information provided in the event, the most likely cause of the event could be due to an issue with the hand controller. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia procedure, after switching the monopolar curved shears (mcs) with large needle driver (lnd), the arm input hand controller was not working properly. Surgeon couldn't turn the right hand fully. The team checked and nothing was blocking the arm or the instrument preventing the surgeon to turn his hand. They tried turning the hand to the opposite direction fully and clutch back. However, nothing was helpful. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic ventral hernia procedure, after switching the monopolar curved shears(mcs) with large needle driver(lnd), arm input handcontroller of surgeon console(sc) was not working properly. Surgeon couldn't turn the right hand fully. The team checked and nothing was blocking the arm or the instrument preventing the surgeon to turn his hand. They tried turning the hand to the opposite direction fully and clucth back. However, nothing was helpful. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.